Manufacturer narrative:
Most recently, this medical device was explanted for normal battery depletion and has not yet been returned to boston scientific. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
This medical device currently remains in service. The investigation remains open at this time. As new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) may have caused or contributed to the patient's syncopal episode, as a result of prolonged charge time.